Event description:
It was reported that a patient using the ilet experienced hypoglycemia to 55 mg/dl that was treated with oral glucose in 15-minute intervals, followed by hyperglycemia with a peak reported value of 359 mg/dl trending to 327 mg/dl, with the sequence consistent with overtreatment of the low after recent ilet initiation. Symptoms included low blood glucose and subsequent high blood glucose. Outcomes included transient glycemic excursions that resolved with home monitoring, hydration, and follow-up, with no hospitalization. Investigation included clinical troubleshooting and education regarding hypoglycemia treatment and monitoring, along with follow-up blood glucose checks. Investigation of this case revealed that the device function was not implicated and that user management of the hypoglycemia likely contributed to the subsequent hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related treatment of hypoglycemia leading to rebound hyperglycemia.